Event description:
Rn reports design problem with this type of catheter making insertion difficult. Very hard hub on end of catheter which cuts catheter. This happened recently with insertion of catheter into pt. Rn also concerned that shearing of catheter could occur with migration of catheter.